Manufacturer narrative:
The pump was received with a critical pump error and a power error 35 was noted in the history download due to moisture damage on the force sensor. Unable to perform the functional testing, including the self test, sleep current measurement, active current, rewind, prime/seating, basic occlusion, occlusion, force sensor or displacement tests due to the critical pump error. The pump had a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a critical pump error on the insulin pump where a broken force sensor was detected during seating or regular delivery. Customer's blood glucose was 6.9 mmol/l at the time. Customer stated that they were not able to rewind the pump. Customer was advised to place the pump in storage mode. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.